Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, lot #: 16611057, description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that high impedances were found on the lead. The patient underwent a revision procedure wherein the lead, lead splitter and clik anchor were replaced. There was no actual malfunction or damage found. It was believed that the problem was from the connection. The patient was doing well postoperatively.